Event description:
During an angioplasty procedure of a lesion located in the groin, this balloon burst when pressure was applied. A hand injection was used ot inflate the balloon. The pt was a female. The vessel was described as calcified and tortuous. The physician made access to the pt in the femoral artery (side unknown). There was no difficulty accessing the lesion with a guidewire. After the balloon burst in the pt, the physician carefully removed the device from the pt and another balloon of the same size was used to complete the procedure. There was no reported injury to the pt.

Manufacturer narrative:
The product is available for evaluation and testing: however, it has not been rec'd to date (which is indicated as "other" under section h3 code). Add'l info will be submitted within 30 days of receipt.